Event description:
It was reported that the catheter was placed into the pt's brachial vein without incident. The catheter was in place for over a week. When they went to infuse through it, they experienced difficulty. At which time, the catheter was exchanged for a new one; they discovered the catheter had been kinked. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.